Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient was diagnosed with peritonitis during a follow up call for another event. Upon follow up, the pdrn stated the patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The reported cause of peritonitis was documented as touch contamination. The patient¿s culture results were positive for peritonitis, the date of the culture was (B)(6) 2022 and the organism were reported as staphylococcus aureus and the white blood cell (wbc) count reported was 3653 (unknown units). The patient was prescribed antibiotic therapy with intraperitoneal (ip) vancomycin every five days, ip ceftazidime daily for one week, and oral keflex for one week. The dose and frequency were unknown. Additional details were requested, however, not provided.